Event description:
A guard from the (B)(6) contacted zoll lifecor customer support to report that an inmate's monitor would not power up. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (batteries won't start up the system) was confirmed. Upon evaluation, the unit would not power up. There were loose parts inside. When opened, it appeared that the patient had opened the unit and physically damaged both the computer analog board and the defibrillator board. Wires on the boards were broken, and the physical damage to the boards caused the unit not to power on. No adverse event resulted from the defective monitor. The patient received a replacement monitor.